Event description:
Supervisor at (B)(6) called alleging the unit caught fire while charging.

Event description:
Supervisor at (B)(6) called alleging the unit caught fire while charging.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Manufacturer narrative:
The evidence suggests that contamination in the electrical tray was the root cause of the fire in this complaint.